Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At activation in (B)(6) 2019, the user had 12 intracochlear electrodes in the contralateral ear, while there were only 9 intracochlear electrodes in the concerned left ear, with an associated left tympanic membrane perforation managed conservatively. Intraoperative findings included a wet middle ear with positive cultures, and due to the risk of biofilm formation it was decided to replace the implant and the user was reimplanted.